Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. During the procedure, the physician had difficulty positioning the needle due to patient very large rectal hump and prostate. The images taken post procedure showed that the implant looked great from the apex through midgland and then towards the base, from 12 to 3 o'clock, there was a wisp that could be rectal wall in the middle of the gel that appeared to be attached only at the 3 o'clock position. The radiologist read it as dissection with under 25% circumferential involvement of the anterior rectal wall and less than 2.5 cc of hydorgel was noted in the rectal wall. The patient will follow through with the planned radiation treatment and will receive external beam radiation therapy (ebrt).